Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: investigation results. The returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection were performed, and the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon, which produces a failure to inflate. The pinhole was located approximately 86 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 86 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to factors encountered during the procedure or it can be due to excess pressure. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon and could have caused the pinhole found on the balloon. These factors and interactions could influence the damage found in the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a gastrointestinal dilation procedure performed on (B)(6) 2025. During the procedure, the stenotic area was successfully crossed using a guidewire, and the device was advanced to the target site. Inflation was initiated; however, contrast agent leakage was observed near the balloon. The device was removed, and upon inspection, the leakage was found to originate from the balloon and the lower end of the catheter. The exact anatomy location when the balloon leak was encountered is unknown and is being reported as it may have occurred in the esophagus. As a result, the procedure was canceled. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a gastrointestinal dilation procedure performed on (B)(6) 2025. During the procedure, the stenotic area was successfully crossed using a guidewire, and the device was advanced to the target site. Inflation was initiated; however, contrast agent leakage was observed near the balloon. The device was removed, and upon inspection, the leakage was found to originate from the balloon and the lower end of the catheter. The exact anatomy location when the balloon leak was encountered is unknown and is being reported as it may have occurred in the esophagus. As a result, the procedure was canceled. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.